Event description:
The infusion pump alarmed to indicate "finished" after 1 hour and 20 minutes. The infusion should have taken 4 hours to complete. The patient's vital signs remained stable. The infusion site remained clean, dry, and intact.